Event description:
It was reported that the ventilator was involved in a car accident. The ventilator was not connected to a patient when the reported problem occurred. According to the customer, the ventilator had failed the general checkout for alarm and tidal volume testing.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator also passed the general checkout. Internal inspection did not reveal any anomalies with the ventilator.